Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and likely cause by a faulty scope socket. In addition to the findings reported, the following were identified: cosmetic damage, front panel broken below the scope socket/caution label faded/ and lamp has 500 or more hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during an unspecified procedure, error code b30 occurred on evis exera iii xenon light source. There was not patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide (a) additional information obtained from the customer and (b) the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the b30 communication error. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause was not established, however it was thought the problem was caused by a faulty endoscope socket. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the issue was discovered during the setup for a diagnostic procedure, prior to the patient entering the room.